Manufacturer narrative:
Correction: section a1-a6: patient information requires to be excluded for this report which was submitted in the initial report.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing was normal. Visual and x-ray examinations of the lead found no anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to sense. The physician elected to remove and replace the rv lead during the procedure. The patient was in stable condition throughout.